Event description:
Event description guidant received information that this patient has a pacemaker that is included in the c2 capacitor advisory population. On june 23, 2006 guidant issued a physician communication regarding the failure of a low-voltage capacitor from a single component supplier. This may affect certain devices from specific manufacturing lots, and it may lead to device malfunction, including intermittent or permanent loss of therapy, or premature battery depletion. A member of the patient's family had questions related to this recall, and stated that the patient has had difficulties with the device. They are very sure it is not working properly because the patient had to go back to the hospital because the device was leaking. The caller could not explain what was meant by the term leaking.